Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted on an unspecified date due to unspecified reasons. A new ambicor penile prosthesis (app) device was later re-implanted on (B)(6) 2020.